Event description:
The surgeon reported that one day postop implantation of an intraocular lens (iol) he noted that the lens was decentered and one haptic was detached from the optic. The iol was replaced without complications.